Manufacturer narrative:
For the reported event, a ge healthcare representative performed a checkout of the unit and confirmed the reported event. It was recommended to replace the battery.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine did not switch to battery power during a case. This report was from a single source. This event involved a patient. There was no patient information available.